Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the events (whiteout and scope error) occurred due to damage of the image sensor unit (disconnection, etc.) Or breakage of the mounting components (ic chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. However, the root cause of these events could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿operation manual - chapter 3 preparation and inspection inspection of the endoscopic image" "confirm that the endoscopic image is displayed normally in wli and nbi observation. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5. Confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
A distributor reported on behalf of a user facility that during a laparoscopic hernia repair, the image of the endoeye flex deflectable videoscope becomes white within 10 to 30 minutes after the system was connected. It was stated that this occurred multiple times. The surgery was completed after the equipment was replaced. There was a 30 minute surgical delay but no injury or harm occurred to the patient.

Manufacturer narrative:
Upon evaluation of the returned device, a cut on the charge-coupled device cable was found and the screen showed as white. Additional multiple faults were found, including: a chip on the a-rubber adhesive and damage to the fe lever so that the bending section could not be fixed firmly. Scratches were also found on the a-rubber, the control unit, the sw1, the lg connector, the lg cover glass, the video connector case, the video connector, and the grip. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.